Manufacturer narrative:
Concomitant medical products: product ID: 97714, lot#, serial# (B)(4), implanted: (B)(6) 2015, explanted: product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep was meeting with the patient to get them out of overdischarge (od). One session occurred on the day of the report, but the patient needed to leave and wasn¿t out of od.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial # (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the implantable neurostimulator (ins) on their left side was not charging. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep met with the patient on the day of the report and tried for an hour and a half to bring the left ins out of od, but the ins wouldn't connect with the recharger. The rep showed the patient how to perform a physician recharger mode (prm) and the patient noted that this would be the sixth prm attempt. It was noted this may become an ins replacement case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the issue was due to a change to their device programming. No steps had been taken to resolve it and the charging issue was not yet resolved. Further information received from the consumer clarified that the problem with her left implant was that she couldn¿t connect to charge. The patient confirmed seeing the reposition antenna message on the recharger and poor communication on the programmer. The patient noted it had been about three weeks, maybe a little longer, since she last charged the implant. The patient was directed to follow-up with their healthcare provider to address the possible overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient made an appointment with a surgeon, who requested the patient to arrange for a manufacturer representative (rep) to be present.